Event description:
It was reported that the error 64 (non-recoverable system error) interrupted therapy was occurred in the arctic sun device. Per follow up information received via email on 15feb2024, the device was sent in for a bd-approved facility for evaluation. The issue was not yet resolved, in transit with the carrier. Repair was not yet started. Therapy completed on the original device. Customer has reported therapy interrupted and after reboot the device, said that they could complete the therapy by following instructions on the device. Error 64 was non-recoverable system error.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue was isolated to a faulty processor circuit card. The arctic sun 5000 was evaluated. During evaluation, alarm 64 occurred related to control processor. Processor circuit card was replaced. A DHR is not required as the device has undergone previous servicing and therefore the reported issue is not manufacturing related. The reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the error 64 (non-recoverable system error) interrupted therapy was occurred in the arctic sun device. Per follow up information received via email on 15feb2024, the device was sent in for a bd-approved facility for evaluation. The issue was not yet resolved, in transit with the carrier. Repair was not yet started. Therapy completed on the original device. Customer has reported therapy interrupted and after reboot the device, said that they could complete the therapy by following instructions on the device. Error 64 was non-recoverable system error.